Event description:
A (B)(6) advocate stated her son ran three blood glucose tests among his three contour meters and the readings were hi, 10.1 and 10.2mmol/l.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the advocate did not have the meter or strips with her so the product information could not be provided. The test strips are to be returned for evaluation.

Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date without the meter information.